Manufacturer narrative:
(B)(4). The customer reported that during a patient event there was a failure to shock during cardioversion. There was no negative patient impact. The event strip was forwarded for review. The event strip dated (B)(6) 2012 at 11:35:10 has an ECG waveform that is low in amplitude, including the r wave. The device was charged to 200 joules, the customer has identified two sync markers after the charge, yet there is no shock attempt or shock delivery seen on the event strip. The device was evaluated by the hospital biomed along with technical support from the philips call center. The device passed testing with no trouble found. No parts were replaced. Philips technical support, after review of the event strips, determined that this was a use issue relating to the low amplitude ECG rhythm and lead selection, along with not holding the shock buttons long enough to deliver energy. The device was returned to service.

Event description:
The customer reported that during a patient event there was a failure to shock during cardioversion. There was no negative patient impact.